Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an implantable cardioverter defibrillator (ICD) with a battery performance alert (bpa) advisory and an atrial lead noise. During procedure, the physician noted insulation abrasion on the right atrial lead. The physician explanted the ICD. The lead was capped and replaced on (B)(6) 2019. Patient was stable. Related manufacturer reference number: 2017865-2019-08738.